Manufacturer narrative:
Cuff, balloon, catalog #: 72401982, 72402104, expiration date: 05/07/2012, 03/26/2014, serial #: (B)(4). Device manufacture date: 05/2007, 04/2009.

Event description:
It was reported that the acticon bowel sphincter cuff and balloon were removed due to fluid loss. Another cuff and balloon were implanted. There were no patient complications reported as a result of this event.